Event description:
Journal reference: brody f, vaziri k, saddler a, et al. Gastric electrical stimulation for gastroparesis. J am coll surg. 2008;207(4);533-538. Recently gastric electrical stimulation (ges) has been used to treat gastroparesis. This study analyzes a cohort of gastroparetic patients after ges. Fifty gastroparetic patients were enrolled, some were available for follow-up at 6 months and 30 available at 12 months. The severity of symptoms was reduced in all with normal gastric postoperatively. Reportable event: two patients required a revision of the pulse generator secondary to "flipping" of the device. See mfg report # 2182207200807556.